Manufacturer narrative:
(B)(4). Results: eval of the returned product shows when tested, the alarm powered on, but the green led light did not turn on. There is an alarm tone when the magnet is removed from the magnet plate. The low battery indicator continuously sounds. The alarm does not sound as it should when in voice mode and weight is off the sensor pad. The alarm does sound when set to tone mode. Add'l testing shows that the alarm speaker is broken and out of its mount. (B)(4).

Event description:
Customer reported that the alarm has no power. The alarm was tested with new batteries of the same type. There is no visible damage to the alarm, battery connectors, or case. There was no pt incident or injury reported. Eval for the returned product shows that when the alarm is set to voice and tone, it does not sound the alarm as it should.